Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06aug2019. The dealer¿s engineer confirmed the reported tidal volume issue. The distributor replaced the defective pipe to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The manufacturer¿s international service technician reported the amount of moisture can not come up. The machine tidal volume can not reach the set value, generally set to 500, can only reach 300. There was no patient involvement.